Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (58 mg/dl). The customer believes the cause for the reported low bg levels was due to a temporary rate that was previously set. Customer ate food and adjusted pump settings back to the normal basal rate to address low bg levels.